Event description:
Facility reported bag of fluid (unsure if 100 ml or 250 ml bag) infused in 15-20 minutes instead of 6 hours. There was no pt harm or medical intervention. Unsure of date, but thinks it was late january or early february. Biomed checked pump and found no problem. Testing of set by alaris confirmed overinfusion. Close inspection of set revealed crack on the base of the accuslide causing unregulated flow. Extensive testing performed, but unable to replicate crack or to identify root cause of crack. No similar damage to set has been noted in the past. Examination of complaint files finds no similar incidents. Discussion with the part MFR finds no contributory/causative factors. Attempts to replicate the crack in mfg or lab were unsuccessful.